Event description:
International customer reports that a patient developed bone damage/osteolysis at an unspecified time following hip replacement. The surgeon opines that the large gauge and/or chemical composition of the device may contribute to the event. The specific treatment rendered to the patient is not known.

Manufacturer narrative:
Conclusion: the product insert states that both the polyester fiber suture material and the polybutilate coating are pharmacologically inactive. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.